Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the rubber encasing around the black and white connector on the mobile power unit (mpu) patient cable being loose, cracked battery latch (door), damaged bottom cover(housing), and worn red battery strap were confirmed. The (B)(6) was evaluated at the european distribution center (edc), and reported events were confirmed via visual inspection of the returned unit. The (B)(6) was functionally tested and functioned as intended during analysis; the observed damages did not affect the mpu function. The damaged parts and patient cable were replaced. A complete functional checkout was then performed, and the unit passed all tests. The root cause of the reported events could not be conclusively determined through this analysis. The repaired heartmate mobile power unit (B)(6) was returned to the rental/loaner site. The device history records were reviewed and the records revealed the mobile power unit was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on 09mar2016. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook and section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable was loose at the rubber end around the black and white connector. Also, the battery latch was cracked and the bottom cover was damaged at the corner. The red battery ribbon was also worn out.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.